Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. According to the patient report, the device was explanted due to seven electrode contacts being out of cochlea. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
It was reported that only 5 electrodes were cochlea. The pt has been re-implanted on (B)(6) 2015.

Manufacturer narrative:
(B)(4). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.